Event description:
It was reported a pericardial effusion and likely a tamponade occurred. The procedure was cancelled. During the watchman procedure to treat atrial fibrillation (a fib) procedure, a versacross connect kit was selected for use. The transseptal puncture was performed however the appendage access was not optimal with two partial recaptures of the watchman device. The physician then re-assessed for new transseptal puncture site more towards the anterior. The patient anatomy was posing challenges and it was difficult to cross with the radio frequency wire but transseptal puncture was performed successfully. Right after (about one hour and fifteen minutes into the procedure after re-crossing the septum), an effusion was noted and patients blood pressure dropped. A thoracentesis was performed and patient recovered. It was decided to abort the procedure. The device is not expected to be returned for analysis. Multiple attempts were made to across the septum for the second time. The third attempt was successful and effusion was followed. The patient recovered and was discharged home next day. The physician admits it was challenging and was also 'practicing with ice' so had a non-boston scientific 'large boar sheath' in the left side. The second attempt transseptal puncture was performed with same versacross kit and no issues noted during transseptal puncture. The patient had thick septum. In the physicians opinion, the device did not contribute to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.